Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he wants to change the settings on the insulin pump. Customer stated that his a1c was a little higher now. Customer stated that he would like to change his basal rate slightly. Customer's blood glucose was 409 mg/dl. Customer treated for his high blood glucose. Customer stated that it is because he is going too long without changing his sets. Customer is going 5-6 days. Customer was advised that it is recommended to not use the sets for more than 3 days. Customer stated that he will change them out more frequently since every time he does this, he runs high. Customer declined troubleshooting and walked through changing his basal rates.